Event description:
It was reported that, "mantis 5.5mm modular tap tip was found broken in the set. This was never mentioned by the hospital where it was last used. Last hospital use is unknown."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported as a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.